Event description:
Material: 309653 batch#: unknown it was reported by the customer that requesting if it is ok for her patient to use a 50ml syringe ((B)(4)). States when the patient draws up their medication there are black specs visible in the syringe mixed in with the medication. They are not sure if it ok to use. Verbatim: rcc received a complaint via email. Email(s) attached. Requesting if it is ok for her patient to use a 50ml syringe ((B)(4)). States when the patient draws up their medication there are black specs visible in the syringe mixed in with the medication. They are not sure if it ok to use. Does not have a lot number

Manufacturer narrative:
Initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative